Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on november 22, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 325ccc breast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 16, 2021, after three follow ups with the customer in order to verify the correct device lot number per event and received device, no information was received, therefore mentor decided to report the received device lot number which is 9505718, cat#: 3503254bc. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/5/2021, a manufacturing record evaluation was performed for the finished device (B)(6) number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Note: the initial reporter¿s zip code is k2k 1x7. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a mentor memorygel breast implant 275cc and suffered from a rupture on the right side. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 535cc on (B)(6) 2021.